Event description:
The operating room director at memorial hospital informed steris that over the last few weeks the hospital lab had cultured a bacillus organism from bronchial aspirates. The hospital indentified an olympus bronchoscope which had been processed in the steris system 1 as a possible source.